Event description:
It was reported that after insertion of the iab, it was determined that the distal portion of the balloon did not unwrap completely. Also, the pump was showing high inflation pressure and not enough augmentation. The iab was removed without any pt complications.